Event description:
It was reported the patient had a miniarc precise sling implanted. After the sling was implanted, the patient became pregnant. It was further reported that the patient experienced erosion of the sling and is scheduled to have the sling removed (B)(6) 2014. No further patient complications were reported in relation to this event.